Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion." Customer statement: "the pump didn´t infuse and alarm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the usage history extracted from the equipment and saved in spreadsheets, file in excel format. The user did not provide information regarding the date of the event or the schedule in use. The last infusion programming performed by the user was analyzed. The last infusion schedule occurred on 01/06/2023, at 1:22:21 pm, flow rate 250ml/h and volume 1000ml. The infusion was stopped by the user on 01/06/2023, at 13:24:05. The equipment is infusing, and the infusion error is within the uncertainty range specified for it. Result: approved. Visual analysis: equipment appears normal as used. The equipment is infused with precision. Alarms are working visually and audibly. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.